Event description:
The customer observed falsely elevated chloride and falsely depressed sodium results generated on the alinity c processing module for multiple samples that were reported out of the laboratory. The following example data was provided: sid (B)(6): chloride: initial result = 120.3 mmol/l, repeat = 109.9 mmol/l. Sid (B)(6): sodium: initial result was <100 mmol/l, repeat = 137.6 mmol/l. Chloride: initial result was >150.0 mmol/l, repeat = 102.45 mmol/l. Additionally, the customer noted there were three samples that generated chloride results of <100 mmol/l that repeated within normal range. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the ict aspiration syringe fitting was clogged. The fsr replaced the tubing, ict pinch valve syr which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional discrepant chloride or sodium results reported for (B)(6) after part replacement. A review of tracking and trending for the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the tubing, ict pinch valve syr did not identify any trends. A review of manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the tubing, ict pinch valve syr was identified.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated chloride and falsely depressed sodium results generated on the alinity c processing module for multiple samples that were reported out of the laboratory. The following example data was provided: (B)(6). Chloride: initial result = 120.3 mmol/l, repeat = 109.9 mmol/l (B)(6). : sodium: initial result was <100 mmol/l, repeat = 137.6 mmol/l chloride: initial result was >150.0 mmol/l, repeat = 102.45 mmol/l additionally, the customer noted there were three samples that generated chloride results of <100 mmol/l that repeated within normal range. No impact to patient management was reported.